Manufacturer narrative:
Reliability analysis inspected one opened/used sof sensor and performed continuity resistance test. The sensor passed per specification. Also performed bicarbonate buffer test and the sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he recently experienced low blood glucose levels and was almost taken to the hospital. The customer reported treating the lows with glucagon tablets. Blood glucose level at the time of the incident was 35 mg/dl. The customer reported he was receiving ongoing alerts from the sensors. Customer also stated that the glucagon tablets caused his blood glucose level to go high, which he also had to treat. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.